Event description:
It was reported that the limbus was dissected intramurally. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed an abnormality with the limbus near the appendage. The closure device was well seated and had no thrombus present on the device. The physician stated they believe the 'limbus dissected intramurally'. The patient has had no complications or symptoms as a result. No intervention or treatment was performed for this event.